Manufacturer narrative:
Device evaluation: product not returned and photos not provided, so device evaluation could not be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to removal of more bony structure than needed for mobi-c implants during bone preparation. DHR review: part and lot number unknown, so DHR review could not be performed. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a patient presented with heterotopic ossification. No further information was provided by the reporter.